Event description:
It was reported that the physician contacted technical services (ts) as this left ventricular (lv) lead exhibited prior high capture thresholds and intermittent low pacing impedance measurements prior to a planned lead extraction. Technical services (ts) provided programming recommendations. This lv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the planned revision procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).